Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device won't recognize the locked cassette. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device won't recognize the locked cassette¿ was confirmed during the downstream occlusion test. The cause was damaged downstream occlusion (dso) sensor. The dso sensor and the dso seal were replaced. The pump was calibrated, and performance verification test was performed. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.